Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. Lens was damaged during insertion into the eye. Lens was removed, no widen incision and sutures required. No pt injury. The reporter stated it was due to improper loading.

Manufacturer narrative:
(B) (4). (B) (4).